Event description:
It was reported that the handpiece heated up during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was found in the motor, plug, and bearings. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated.